Manufacturer narrative:
Device will not be returned. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as no technique information could be provided, and the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Case details indicate that controls had never been been run with this lot. Per the package insert, it is recommended that a positive hcg control (containing greater than or equal to 25 miu/ml hcg in urine) and a negative hcg control (containing "0" miu/ml hcg) be evaluated to verify proper test performance with each new lot, each new shipment, monthly as a check on storage, each new untrained operator and as otherwise required by your lab internal quality system procedures. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
On (B)(6) 2021 four patients had four false positive results when urine samples were tested on one lot of the henry schein hcg pregnancy test. Serum samples, collected on a different unknown date, were tested on another method and were negative. Specific methodology and quantitative results not provided. The qc controls were not run on the lot to verify performance on the kit. No initial or follow-up treatment provided to patients. Although requested, the customer did not have further, specific information.